Event description:
As reported to coloplast though not verified, pt was implanted with aris and exair mesh. Later the pt experienced pain, dyspareunia, urinary tract infection, bleeding, urinary problems, recurrence of stress urinary incontinence and mesh erosion. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.